Event description:
It was reported to tyco healthcare/kendall in 2008 that a customer had a problem a dialysis catheter. The customer reports the catheter fell out while pt was sleeping. Catheter was exchanged.

Manufacturer narrative:
Submit date: may 19, 2008. An investigation is under way. Upon completion the results will be forwarded.